Manufacturer narrative:
Technician found that the casters were worn. He replaced the casters and the brakes functioned properly. The stretcher came from day surgery and there were no alleged injuries.

Event description:
Hill-rom technician found that when the brakes were engaged the foot end casters would still swivel.